Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing leading to inappropriate atrial tachy response (atr). Boston scientific technical services (ts) reviewed the stored electrograms (egms) and discussed rate response trend (rrt) as it looks like rrt signal artifacts on the atrial channel. Ts recommended turning off rrt to prevent further oversensing of the signal. Reprogramming was done, the device remains in service. No adverse patient effects were reported.